Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. (B)(4). Investigation result: a visual examination of the complaint device revealed that the balloon did not have any visual defects. Functional evaluation was performed by attaching the device into an alliance inflation system, the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole located at the proximal section of the balloon. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro wire guided dilatation balloon was used during a procedure performed on an unknown date. According to the complainant, when opened for use in the procedure, it was noted that the balloon was punctured. No patient complications have been reported as result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.